Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix retracted and dried blood past the helix mechanism up through the lead lumen. Deformed conductor coils at 112 and 135 mm from the terminal pin and cuts in the insulation from 108 to 112 and 136 to 135 mm from the terminal pin were also noted. It was determined that the deformed conductor coils and cuts in the insulation were due to the use of a grabbing tool. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. The field allegation was not able to be confirmed by laboratory testing.

Event description:
Boston scienfic crm received information that the right atrial (ra) lead was explanted due to dislodgement. A new ra lead was successfully implanted. No adverse patient effects were reported.